Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Date of event: the day and month of the event is not known. The event year is 2021. The initial reporter phone and email address are not available / reported. Conclusion: the healthcare professional reported that the 5mm x 33mm embotrap ii revascularization device (et007533 / 21b108av) ¿couldn¿t feed through¿ a headway® 21 microcatheter (microvention). There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the initial examination of the returned embotrap device identified evidence of deformation. Kinking of the proximal section of the device and deformation of the distal section of the device were observed. No further damage or deformation of the device was noted. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The deformation noted during the visual inspection under magnification is consistent with attempted delivery into a microcatheter against significant resistance. The returned embotrap device was successfully passed through a 0.0195 inch inner diameter (ID) tube, confirming that the profile conformed to the specification for compatibility with 0.021 inch microcatheters. The polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and a sample headway 21 microcatheter. The deformation noted on the returned embotrap device did not prevent successful delivery of the device into the lumen of a sample headway 21 microcatheter hub. Device insertion and delivery assessments were also performed using sample embotrap devices and a sample headway 21 microcatheter. These assessments demonstrated that failure to seat the insertion tool correctly can result in failure to deliver the device through the headway 21 microcatheter hub and result in similar damage to the device when advancing the device against the resistance caused by poor seating of the insertion tool. Investigation conclusion: the returned embotrap device exhibits key characteristics which are consistent with advancement of the device against significant resistance. Visual inspection of the device showed evidence of visible kinking of the proximal section of the device and deformation of the distal section of the device. A visual examination of the microcatheter used during the complaint event was not possible as the microcatheter used during the complaint event was not returned for examination. Deformation similar to that observed on the returned device was recreated through advancement of a sample device against resistance in a sample headway 21 microcatheter. Based on assessments carried out as part of this investigation, and in the absence of a physical investigation of the microcatheter used in the event reported (which can also be a cause of resistance to advancement, e.g. Lumen defect), a probable root cause of the complaint event is failing to maintain correct seating of the insertion tool either initially or through the rotating hemostasis valve (rhv) seal not being fully tightened thereby allowing some movement of the insertion tool in the rhv during device delivery. As demonstrated, attempting to deliver the embotrap device without fully seating the insertion tool can result in failure to deliver in the microcatheter hub. Attempts to deliver the device against the resistance caused by poor seating of the insertion tool can also result in damage similar to that observed on the returned device. Successful delivery of the returned device and an undamaged embotrap device when fully seated in a headway 21 microcatheter was confirmed during this complaint investigation. There is no indication that this complaint was as a result of a defect with the embotrap device. A review of the manufacturing documentation associated with this lot (21b108av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 5mm x 33mm embotrap ii revascularization device (et007533 / 21b108av) ¿couldn¿t feed through¿ a headway® 21 microcatheter (microvention). There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation. Based on the product analysis on (B)(6) 2021, this event has been deemed MDR reportable as a ¿malfunction.¿